Event description:
As stated by the customer (B)(6) 2012: found faulty gas strut. An arjohuntleigh technician solved the problem by replacing the gas strut.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital equipment (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.